Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review, product evaluation, and complaint trend analysis are in progress.

Event description:
It was reported to boston scientific corporation, that an occlusion balloon dilatation catheter was used in a percutaneous nephrolithotomy procedure that occurred in 2007. According to the complainant, upon inflation of the balloon catheter to the recommended pressure, the balloon burst while inside the patient's urethra. Follow up information indicated that the entire device was retrieved when they pulled the catheter out; all pieces of the balloon were still attached completely. No patient complications occurred due to this event. According the complainant, this event occurred twice with two different devices on the same patient. The procedure was completed successfully with a third device. Please refer to medwatch report#:6000132-2007-00009.